Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was also found the customer did not have a failed battery test alarm at the end of troubleshooting. The customer also reported a weak battery alarm. Customer will be sent a replacement battery cap. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.